Event description:
A report was received that the patient will undergo a wound debridement and irrigation due to an infection at pocket site. The symptoms were redness, burning and oozing at pocket site. The patient has been placed on antibiotics through a PICC line.

Event description:
A report was received that the patient will undergo a wound debridement and irrigation due to an infection at pocket site. The symptoms were redness, burning and oozing at pocket site. The patient has been placed on antibiotics through a PICC line.

Manufacturer narrative:
Additional information indicates that the infection was due to a sponge the physician found inside the wound. The patient is reportedly doing well post irrigation and debridement. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70, serial: (B)(4), description: artisan, surgical lead, 70cm.